Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp discovered that the device constantly beeped and showed the backup alarm failure, reviewed the diagnostic report (drpt), and confirmed that the 1104 error code was logged. After replacing the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, and central processing unit (cpu) pcba, the asp installed the latest software version, configured the device with the software options, and verified that the issue was resolved. The device successfully passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp discovered that the device constantly beeped and showed the backup alarm failure. The asp also confirmed that the 1104 error code was logged in the diagnostic report (drpt). The repair is still pending, and the investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. A repair quote was sent to the customer for approval, and the customer accepted. The investigation is ongoing.